Event description:
It was reported that the customer passed away. The day prior to her death, the customer awoke with hypoglycemia and her husband had to administer a glucagon shot to stabilize her blood glucose. The customer went to sleep that night with her blood glucose in the 180 mg/dl range. The next morning, her husband could not wake her up. The customer disconnected the insulin pump at this time and the customer was taken to the hospital. The customer never recovered and subsequently passed away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.